Event description:
The customer reported that the sys intermittently displayed generator error messages and, as a result, they were unable to use the sys. There was no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into svc.